Event description:
Approx (B)(6) 2009, began using invacare power wheel chair. Shortly after that the wheelchair speed started to act up. It would go, then slow down up a creep speed and then go back to the original speed on its own. MFR is aware of the defect and they have tried to offer reporter the same wheelchair twice. Have refused having the same wheelchair, requesting a different model.